Event description:
It was reported that the patient experienced hypotension and the right atrial (ra) lead exhibited intermittent undersensing, and the right ventricular (rv) lead exhibited high thresholds. The md reported possible inappropriate sensing on EKG. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5146778.